Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was re-implanted on (B)(6) 2010. Testing carried out on (B)(6) 2010 showed channels 1, 2, 3, 5 and 9 in status hi.